Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: unknown competitive implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that there is a deflection on the egm, which sometimes correspond with the as markers and other times are followed some time later by an ap. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.